Event description:
The complainant alleged a short circuit in the power switch. The independent repair statement confirmed the short circuit in the power switch and identified this as the key failure. The sound box, inlet filter was also noted to be missing.